Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - non-malignant pain. It was reported that the neurostimulator (ins) was not working anyway. Patient programmer (pp) showed the caller was on group a. No further complications were reported/anticipated.